Event description:
Healthcare professional (hcp) reported she was giving pt a blood transfusion during hemodialysis on the baxter meridian device when she noticed microbubbles below the venous clamp. Hcp reported air detector did not alarm. Hcp stopped the blood pump, recirculated the blood and returned blood to the pt. Hcp then terminated treatment on this meridian and restarted therapy on another meridian device with all new bloodlines. Hcp reported there were no adverse signs or symptoms exhibited by pt and there was no medical intervention necessary and no pt injury resulted from this event.